Manufacturer narrative:
Other, other text: b5: additional information received via email and attached on 01-oct-2021: event occurred during testing. Event detail updated to reflect that no medical intervention was required. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact, scratched lcd lens screen. The customer stated problem was not duplicated. Device passed all functional tests. Error found in the device ehl (event history log). Replaced the dso (downstream occlusion sensor) for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump alarmed "cassette not attached properly".